Event description:
It was reported that there was a tubing problem, and the device showed an alert error. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump ehl showed the following alarms "cassette not attached properly" and "cassette damaged" and "downstream occlusion." Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative preventatively replaced the downstream occlusion (dso) sensor and dso bezel.